Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s cgm displayed an elevated number and she self-treated with insulin. However, she became sweaty, incoherent, and her cgm displayed 61 mg/dl. Her spouse suspected she was lower and called emergency medical services. Upon arrival, emergency medical services (ems) performed a bg which was 44 mg/dl. The patient was treated with IV glucose and IV fluids. Post-treatment, the patient¿s bg was 244 mg/dl; however, her cgm displayed 88 mg/dl. The patient was not transported to the hospital, she recovered at home and replaced the sensor. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.